Event description:
This event was captured based on review of the article, treatment of high risk symptomatic intracranial atherosclerosis with balloon mounted coronary stents and wingspan stents: single center experience over a 10 year period. It was reported that this was a retrospective case series of consecutive patients undergoing stenting with wingspan and balloon mounted coronary stents for symptomatic intracranial atherosclerosis. Recurrent symptomatic ischemia in the territory of the stented artery was ascertained. During the 10 year period, starting as early as (B)(6) 2000, 41 cases of intracranial stenting were identified. There were 22 balloon mounted coronary stents used, including vision, multilink and other non-abbott stents. In all 41 patients intracranial stents were successfully deployed. One of the 41 patients died before discharge from the hospital after a thrombosis in his basilar artery stent occluded. The patient was started on heparin and died of gastrointestinal bleeding 5 days after stent placement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. As both vision and multilink stents were used in the article, it is unknown what stent the death occurred with; therefore, the PMA # for the multilink stent will be used for MDR filing purposes. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Attachment: article title, treatment of high risk symptomatic intracranial atherosclerosis with balloon mounted coronary stents and wingspan stents: single center experience over a 10 year period.